Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instruction for use (IFU), specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the tubing has partially separated from the purple hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Manufacturer narrative:
Birth year reported as 1970. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a peripherally inserted central catheter (PICC) line was implanted in a patient on an unspecified date in (B)(6) 2016. The device developed a leak on (B)(6) 2017 and was completely explanted and replaced with a new line. The conditions and circumstances surrounding the leak are not known. No further event or patient information was provided.